Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("excessive bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe abdominal menstrual pain"), menstrual disorder ("abnormal menstrual cycle") and endometriosis ("endometiosis"). The patient was treated with surgery (hysterectomy and explant of the essure device). Essure was removed on (B)(6) 2014. At the time of the report, the genital haemorrhage, dysmenorrhoea, menstrual disorder and endometriosis outcome was unknown. The reporter considered dysmenorrhoea, endometriosis, genital haemorrhage and menstrual disorder to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.